Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0vapd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer representative couldn't insert the lead into the implantable neurostimulator (ins) header block. There were impedance issues. The patient had no symptoms as they were in the or under anesthesia. They used a second ins after many attempts and it worked fine.